Manufacturer narrative:
No product was returned. However, a review of the manufacturing process was conducted by a quality engineer in order to verify that there are no situations or practices that could create the event. The following operations were reviewed, in order to verify that the operations were properly performed, also records were reviewed, in order to ensure that complied with gmp? (Good manufacturing practices) and procedures: assemble base with cannula to inserter operation was reviewed to ensure that the cannula is properly assembled; no discrepancies were found. Dispense ultraviolet adhesive, cure and 100 percent inspection operation for buckle ay was reviewed to ensure that adhesive is properly placed, no discrepancies were found. Training records were reviewed, operators are trained on operations that was performed. A review of the production floor inventory was conducted (a sample of thirty-two units) to ensure that the cannula and the base does not present any damage that could cause a leak. No discrepancies were found. Four samples of the production floor inventory were taken to perform testing. Buckle was connected to the base and a syringe was used to pass water through the tube. No leaks were detected during testing. Production personnel verifies 100 percent that parts not be damaged (including scratches) or distorted/warped. Quality control performs an in-process audit at one hour intervals to verify that needle is properly threaded on the retractor assemblies. Quality personnel verifies 100 percent that the needle tip is up and the blunt end is fully seated and verify the length while still in the needle hub on the pallet. Quality personnel will divide that the sample size so that a proportional amount is inspected at a one hourly interval to ensure that tubes have pass through the occlusion tester and that there is air flow above ten on the scale. No root cause could determine since the complaint could not be confirmed since no samples or pictures were received for evaluation. Operator of device: patient/consumer. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that the device is leaking from cannula at infusion site. No patient injury has been reported.